Event description:
Customer reports a yeast infection in throat, md prescribed mizonazole to treat the infection. In addition the customer was not properly handwashing the device according to our IFU.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports a yeast infection in throat, md prescribed mizonazole to treat the infection. In addition the customer was not properly handwashing the device according to our IFU.